Event description:
It was reported to boston scientific corporation that a needle knife rx, was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while manipulating the handle and cutting with the device, the needle was noticed to have disappeared. The physician made two cuts with the device and retracted the needle back inside the catheter. When the physician tried to extend the needle to attempt to make a third cut he noticed the needle to be missing. The device was removed and the needle was not found within the duodenum or the scope. When the device was checked for functionality prior to the procedure, no defect was noted. The procedure was completed with another of the same device, with no complications to the patient.

Event description:
It was reported to boston scientific corporation that a needle knife rx, was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while manipulating the handle and cutting with the device, the needle was noticed to have disappeared. The physician made two cuts with the device and retracted the needle back inside the catheter. When the physician tried to extend the needle to attempt to make a third cut he noticed the needle to be missing. The device was removed and the needle was not found within the duodenum or the scope. When the device was checked for functionality prior to the procedure, no defect was noted. The procedure was completed with another of the same device, with no complications to the patient.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The reported event of needle detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length of the device was twisted, and the needle was in the retracted position. A functional evaluation found that upon actuation of the handle, the working length coiled and failed to extend the needle at distal tip. Upon straightening the extrusion, the needle could still not be extended. The distal tip of the device was cut and the needle measured approximately 28mm from end of cannula to the distal tip which meets the specification. The distal tip of the device was cut and the needle measured approximately 28mm from end of cannula to the distal tip which meets the specification requirement and indicated that it did not break during use. The returned device did not show evidence of the reported complaint event of needle broken. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.